Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h2, h3, h6. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Sampling date: (B)(6), 2025 sampling from: air/water channel, auxiliary channel cfu: <1cfu bacterial identification: n/a sampling date: (B)(6) 2025 sampling from: instrument channel cfu: 1cfu bacterial identification: bacillus species sampling date: (B)(6) 2025 sampling from: suction channel cfu: 4cfu bacterial identification: enterococcus faecium, ochrobactrum anthropi, coagulase negative staphylococci sampling date: (B)(6) 2026 sampling from: air/water channel, auxiliary channel cfu: <1cfu bacterial identification: n/a sampling date: (B)(6) 2026 sampling from: instrument channel cfu: 6cfu bacterial identification: peribacillus sp sampling date: (B)(6) 2026 sampling from: instrument channel cfu: 9cfu bacterial identification: escherichia spp, ochrobactrum sp sampling date: (B)(6) 2026 sampling from: air/water channel, auxiliary channel, instrument channel, suction channel cfu: <1cfu bacterial identification: n/a based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where an additional potential adverse event was confirmed where foreign material was found in the following device components: channel tube and jet tube. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the scope tested positive for 21 cfus of enterococcus faecium, 10 cfus of gram-negative environmental bacteria, and 1 cfu of yeast. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.